Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer experienced high blood glucose of 600 mg/dl. Customer stated that insulin pump alarmed for insulin flow blocked after changing set. Customer mentioned that insulin pump passed displacement test and self test. Insulin pump will be returned for analysis.